Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable), service code 107 and can connection status messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204, 107 service code, can connection) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an intermittently open blue (can l) wire in the trunk cable. The root cause for the open wire was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.